Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2004: (B)(4). (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incarcerated incisional hernia x4. Title of procedure: repair incarcerated incisional hernia x4. Anesthesia: general endotracheal tube, halliburton and reines. Findings: swiss cheese midline fascia with incarcerated hernias. Rectus diastasis noted inferiorly with herniation through the fascia and peritoneum. The repair was with dual mesh. This was sutured to the muscle inferiorly and the fascia superiorly. Technique: ¿the patient was placed on the operating table in a supine position. General endotracheal anesthesia was induced without complications. The abdomen was prepped with betadine and draped in a sterile fashion. Multiple attempts were made to gain access into the peritoneal cavity with a varus [sic] needle, but inferiorly the needle was too short and superiorly ran into the liver. Bleeding was self-limited. The decision was then made to open and the incision was opened with a scalpel. Dissection was carried down to the midline fascia. Old sutures were removed. Careful dissection was then carried out, removing all adhered omentum and bowel from the midline incision, distance away from the midline fascia all the way down to the symphysis pubis. At this level, the hernias were tenaciously incarcerated and consisted only of omental fat. Reduction was successfully obtained. Two 15 x 19 gortex dual mesh patches were then sutured to the midline defect. The suturing was done with #1 proline [sic] beginning at the symphysis pubis and going through the bulk of the muscle laterally. There was a running u stitch that was used to reapproximate the mesh to the fascia. The mesh was sutured together in the middle of the incision as well. One piece was superior and one piece was inferior. The inferior piece of dual mesh was dual mesh plus impregnated with antibiotics. The wound was drained with two 19 french blake drains which were brought out on the inferior portion of the incision laterally. The fascia was closed at the right upper quadrant site where an attempt was made to gain laparoscopic port access. It was closed with 0 vicryl sutures. The wound was irrigated with saline. Subcutaneous tissue was reapproximated with interrupted 2-0 vicryl and the skin was closed with staples. Antibiotic ointment and sterile dressings were placed. All sponge, instrument, and needle counts were correct. The patient tolerated the procedure well and was taken back to the recovery room in stable condition.¿ (B)(6) 2004: (B)(4). [Signature illegible]. Progress notes. Open incisional hernia repair x4. Findings: ¿swiss cheese¿ midline fascia repair with 2 pieces of goretex ¿dual mesh.¿ [drawing of defect]¿dual mesh ¿plus¿ with antibiotics. Implant sticker. Dualmesh® plus antimicrobial. Lot: 02788636. Item: 1dlmcp04. Dualmesh® biomaterial. Lot: 02678361. Item: 1dlmc04. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/02788636) and a gore® dualmesh® biomaterial (1dlmc04/02678361) were implanted during the procedure. ??/??/??: [missing records: records between 03/16/04 and 01/24/17 were not provided.] (B)(6) 2017: (B)(4). (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: 3 cm ventral hernia in addition to the recurrent incisional hernia. This was present just superior and lateral to the umbilicus on the right side. Procedure: repair of recurrent incisional hernia with mesh underlay and explantation of old mesh. Repair of a recurrent incisional hernia x2. Assistant: (B)(6), pa-c, who was present during the entire case assisting with instrument positioning, exposure, and closure. Anesthesia: general. Findings: as above, the hernia had recurred on the left side of the mesh inferior to the umbilicus where the mesh had torn away from the anterior rectus fascia between the umbilicus and the lower edge of the incision or [sic] an implanted surgimesh skirted 15 x 22 cm silicone-coated mesh. Specimens: explanted mesh. Blood loss: 50 ml. Technique: ¿the patient was placed on the operating table in a supine position. General anesthesia was induced without complications. Abdomen was prepped with chloraprep and draped in a sterile fashion. Old incision was opened with a scalpel and dissection was carried down to the midline fascia/hernia sac. Careful sharp and blunt dissection and cautery dissection were carried out freeing the entire hernia sac and explanting the mesh torn out from the left lateral to the left side of the muscle. The edges of muscle and fascia were cleared for a distance of at least 10 cm on all sides, both above and below the fascia all the way around the incision. Careful dissection proceeded where the bowel had been adherent to the anterior abdominal wall/fascia. A 15 x 22 mesh was then placed in the incision and secure strap was used to tack the inferior edge and the lateral edge of the mesh in place. This was reinforced with interrupted #1 prolene sutures placed at intervals of 1-3 cm all the way around the outside of the mesh through the skirt in the anterior abdominal wall. A second hernia measuring about 3 cm in diameter was found in the upper right side of the incision and this was repaired with a surgimesh silicone duct circular 7 cm mesh, which was secured in place using the secure strap instrument. The midline fascia and a small strip of old mesh reapproximated using interrupted figure-of-eight #1 prolene sutures. A 15-french blake drain was placed between the fascia and the implanted mesh, brought out in the right lower quadrant. A second 15-french blake drain was brought out to the left side of the incision between the skin and subcutaneous tissues. The subcutaneous tissue was reapproximated using running 2-0 vicryl suture. Skin was closed with staples. Drains were sutured in place using 3-0 nylon sutures. Sterile dressing was placed. All sponge, instrument and needle counts were correct. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ (B)(6) 2017: (B)(6). Implant record. Surgimesh x2. (B)(6) 2017: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.] Records span 03/16/04 to 01/24/17 it should be noted that the gore ® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding . H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2004 whereby a gore® dualmesh® plus biomaterial was implanted, and on (B)(6) 2017 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore® device was explanted. It was reported the patient alleges the following injuries: recurrence and removal of mesh. Additional event specific information was not provided.